Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 590 mg/dl at the time of incident and difficulty in breathing. The customer was treated with manual bolus. The customer also reported bad sensors and the product was adhering. The customer also received change sensor alert. Customer would not like to continue troubleshooting. The device will not be returned for analysis.